Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the return device to analyze, the cause of the reported incomplete coaptation cannot be determined. The reported medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat functional regurgitation (mr) grade 4 with small atria. It was noted that after deployment of the first clip and while advancing the second clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was then implanted to stabilize the slda clip. The procedure was concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure. No additional information was provided.